Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) injection of fortum (1 gram, frequency and duration not reported) and ip injection of vancomycin (1 gram, frequency and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.